Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit or the electrical circuit board of the video connector, or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, the scope communication error b30 occurred on the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated.